Manufacturer narrative:
The returned device was evaluated and a hole was found in the exposed portion of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 145185caw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 15 to 20 mmol/l (270 to 360 mg/dl) after wearing the pod between 36 and 48 hours on the leg. Hyperglycemia treated by patient activating new pod. The patient was able to smell and feel insulin at the site and noted that the site was irritated.